Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation used to go down the left leg; however, it no longer does and instead stops at the top of the left leg. Patient tried adjusting programming. Patient stated they recently had a CT scan that may have affected the system. Patient has an appointment with the physician on monday and requested the manufacturer representative to be present there.